Manufacturer narrative:
The device was discarded at the account. If any additional info is received, a follow up report will be filed.

Event description:
It was reported that the distal 1/4" of the tip broke off from the device during a removal of hindfoot fusion nail with antibiotic osteoset bead placement. The wound was irrigated with a pressure irrigator with no evidence of the tip seen. There was a delay of about 5 minutes due to the irrigation. It is unk if the tip remained in the pt, but no further treatment was given to the pt as a results of this event. The procedure was successfully completed as planned.